Manufacturer narrative:
No sample has been returned for evaluation for the report of myopic shift; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of device system failure. There is insufficient information (e.g., patient preoperative condition/medications used; intraoperative complications; patient postoperative complications/medications used) to perform a detailed review of the case referenced. Possible root cause is that anterior chamber shallowing with transient forward intraocular lens (iol) movement, which would result in a myopic shift, was reported in the pivotal clinical trial supporting device approval, and this information is clearly stated in the product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a myopic shift after a glaucoma filtration device was implanted in a patient. Additional information was requested.